Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During an atrioventricular reentrant tachycardia ablation procedure, the ablation signal for electrode two did not display and due to troubleshooting, the procedure was prolonged. The ablation signal cable was eventually replaced after multiple troubleshooting steps and the issue was resolved. The procedure was able to be completed with no adverse consequences to the patient.